Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal was delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Received one device, the complaint was confirmed during the visual inspection test, found the downstream occlusion (dso) seal was degraded. The dso seal was replaced, the device then passed all tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.